Event description:
A vns patient had the vns generator and lead removed due to lack of efficacy (vns non-responder) and needing to have a port placed for chronic apheresis therapy per the treating neurologist. The explanted generator and lead were returned for analysis. No anomalies were noted with the generator and the generator performed per specifications. Analysis of the lead quadfilar coil 1 appeared to be broken in the body area of the lead assembly. Scanning electron microscopy was performed and identified the area on one of the quadfilar coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. The outer and inner silicone tubes appeared to be abraded open / melted and a coil strand from quadfilar coil 2 appeared to be broken in the body area of the lead assembly. Scanning electron microscopy was performed and identified the area as being mechanically damaged which prevented identification of the coil fracture type, no pitting, residual material and evidence of a secondary break line. The surface of quadfilar coil 2 was identified as having the appearance of being melted, with re-solidified material (evidence of being melted at one time) in this area. The outer and inner silicone tubes appeared to be abraded open / melted and an additional area on quadfilar coil 1 appeared to be broken in the body area of the lead assembly. Scanning electron microscopy was performed and identified the area on three of the quadfilar coil strands as being mechanically damaged which prevented identification of the coil fracture type, no pitting and residual material. The fourth quadfilar coil strand and surrounding coil surface was identified as having the appearance of being melted, with re-solidified material (evidence of being melted at one time). It is unknown if the breaks occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. It is unknown exactly what caused the melted appearance on the outer and inner silicone tubes and melted appeared on the quadfilar coils. It is possible the silicone tubes and the thermally-damaged coils were exposed to a high temperature device such as a cauterizing tool (electrosurgical unit) during the explant of this lead. The abraded open / melted areas found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the observed coil break and thermal damage/melting of metal, the condition of the remaining portions of the returned lead is consistent with that which typically exists following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Electrode array was not returned. Follow up with the treating neurologist revealed no dysfunction was noted with the vns prior to explant, and the vns had been disabled since (B)(6) 2011. The patient had no trauma.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.